Event description:
Same case as: 2134265-2015-01318 and 2134265-2015-01366. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an unknown imaging catheter to view an unspecified lesion. During procedure, it was noted that the motor drive unit (mdu) 5 plus suddenly stopped performing automatic pullback. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned; therefore, no product analysis could be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).